Event description:
A customer contacted beckman coulter inc. (Bci) stating that upon opening a box of control material, the control vial did not appear to be sealed and some control material was visible around the rubber stopper on the cap of the vial. There was no control material visible on the box or packaging material. The customer was wearing ppe, including lab coat and gloves; there was no contact of the control material to mucous membranes or open wounds. There was no serious injury reported as a result of this event and medical attention was not needed.

Manufacturer narrative:
The customer was provided with replacement lot of control material.